Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia despite having an apparently intact infusion site and successful tubing fill, prompting a supply and infusion site change and education on monitoring. Symptoms included prolonged high blood glucose without acute complications. Outcomes included self-management at home with no medical intervention, with glucose values returning to target after troubleshooting. Investigation included telephone-based troubleshooting and user education on infusion set change and monitoring. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hyperglycemia, with potential infusion site or set-related factors not verified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.